Manufacturer narrative:
The reported recognition issue was confirmed. A leak was detected in the irrigation line during functional testing. Dissection revealed the irrigation leak was due to an insufficient application of adhesive at the deformable body to polyimide irrigation tubing junction. As a result of this finding, abbott is performing further investigation. The leak is consistent with fluid ingress, a loss of contact force, and the reported recognition issue.

Event description:
This event is being reported based on the analysis of the returned device.